Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 control panel mrp 150/85. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective switch. The technician replaced the switch to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a mast roller pump of a s5 control panel mrp 150/85 stopped during priming. There was no patient involvement.